Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part has not been returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a procedure for a distal radius fracture, a drill bit tangled with k-wire and then broke. No broken pieces were found left in the body and the surgery was successfully completed with an additional 3-minutes. There was no adverse consequence to the patient. Concomitant part: 1 unknown k-wire. This complaint involves one (1) device. This complaint is for one (1) screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A device history record review was performed for the subject device: part no.: 310.509. Lot no.: l376832. Manufacturing location: (B)(4). Release to warehouse date: 05.apr.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: as received condition: the drill bit was found broken at the tip as complained therefore this complaint was rated as confirmed. The broken fragment was received not received. This drill bit is in complete deformed / twisted condition. According to the complaint description and the attached picture at pc level, the drill bit ca me into strong contact with an unknown guide wire during use. The drill bit was totally tangled with the guide wire. Finally, the drill bit broke apart. This is clearly a use error and was finally the root cause for the breakage. Reviewing DHR shows that the affected lot was released after complete final inspection with no detected issues regarding manufacturing procedure. This drill bit was released in faultless condition. For details, please see appropriate section device history. The used raw material could be identified as 440a. Measured hardness during manufacturing procedure confirms that all results are within specified range 52 +3/0 hrc, result: min. 52.2 hrc ¿ max. 53.2 hrc. Therefore we can confirm material quality of the broken part. Measured dimension of the shaft near the breakage shows conformity as well: measuring tool: 3-01-19309. Tolerance 1.8mm 0/-0.03mm. Result: 1.78mm = pass. It is also visible that the cutting edges are badly damaged as result of multiple use. Due to those damaged / blunt cutting edges, exceeded mechanical force was applied during use what finally led to the breakage of the device. No manufacturing related issue could be identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. The product was not returned. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.